Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported "catastrophic" rupture and concern regarding the risk of cancer. This record refers the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The patient reported "catastrophic" rupture and concern regarding the risk of cancer. This record refers the right side. The device has been explanted.

Event description:
Healthcare professional reported right side additional event of capsular contracture baker grade IV.